Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, an inspection of the instrument, a search for similar complaints, and a review of labeling. An abbott field service representative inspected the instrument and did not observe any issues. A complaint review did not identify an adverse trend or product issue related to the customer's issue of falsely elevated sodium results while using the architect c8000 system. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that architect c8000 system, list number 1g06 is performing acceptably.

Event description:
The customer observed a falsely elevated sodium result for one patient while using the architect c8000 analyzer. The customer indicated the initial sodium result was 174 mmol/l and the specimen repeated twice in range at 139 mmol/l and 139 mmol/l. There was no adverse impact to patient management reported.